Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(6) has been completed. The reported problem (blank screen/connector won't fit into charger) has been confirmed. Upon evaluation the power brick connector would not stay connected to the charger. The cause for the damaged connector cannot be positively determined. No adverse event resulted from the defective power brick connector. The patient received a replacement battery charger/modem.

Event description:
The sister of a (B)(6) year old male patient contacted zoll customer support to report that the patient's battery charger/modem screen went blank and that the power supply will not stay securely connected to the charger. The patient was issued a replacement battery charger/modem.